Event description:
Diagnostic catheter revealed a moderate left main ostial stenosis and significant mid to distal stenosis; lcx artery presented with 80-90% ostial stenosis (s/p CABG (surgery/prior coronary artery bypass graft surgery). Rotational atherectomy was performed followed by intravascular ultrasound (ivus) which demonstrated a 5.0 vessel. The lcx and left main were then dilated with a 4.5 non-compliant balloon. A synergy 4.0 x 38mm des was introduced and positioned from the ostium of the left main to the proximal portion of the lcx; the stent was deployed. The stent balloon was deflated and partially withdrawn and inflated to flare the ostial portion of the stented area. The physician had trouble removing the balloon from the stented area. When the physician attempted to remove the system in its entirety the stent appeared to uncoil at its mid segment; the balloon remained attached to the stent therefore the left main had not been stented as intended. Another stent was deployed followed by additional inflations with another non-compliant balloon. The patient was not harmed.